Event description:
It was reported that during a pneumonectomy procedure, the device misfired on the pulmonary artery causing the patient to hemorrhage. The patient coded, but was resuscitated. The artery was repaired. Patient discharged at home, receiving physical therapy.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.